Event description:
This complaint is from a literature source. The following literature cite has been reviewed: impact of the prefectoral breast reconstruction assessment score on expander-based reconstruction success objective/methods/study data: this study prospectively evaluated the ¿prepectoral breast reconstruction assessment score¿ on 20 patients undergoing mastectomy at policlinico umberto I, rome, from july 2022 to february 2024. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor® tissue expanders. Complications: seroma -1 (patient # 13, 58 years old) exposure of the expander- 1 (patient #6 63 years old). Superficial skin necrosis - 1 (patient #5 46 years old).

Manufacturer narrative:
Additional information received on september 2, 2025 indicated that "the effects of systemic tranexamic acid administration on drainage volume, duration of drain placement, and length of hospital stay in skin- and nipple-sparing mastectomies with immediate expander-based breast reconstruction¿ from journal clin. Med. 2024, 13, 6507. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: necrosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).